Event description:
It was reported that review of this implantable cardioverter defibrillator (ICD) found two separate episodes for ventricular tachycardia where the patient received a shock. The second episode showed that after the anti-tachycardia pacing (atp) therapy was delivered, the rhythm accelerated to ventricular fibrillation and the shock was delivered and able to convert the patient. The device remains in-service. No adverse patient effects were reported.